Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rezl2457 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (rezl2457) have been reported from the same (B)(4) facility.

Event description:
When flushing the catheter, loss of liquid was observed at point of insertion. Upon removal, it was noted that the catheter presented one break at about 2 cm from point of insertion (on the part of the catheter inside the patient). It was reported that the catheter was implanted in (B)(6) 2016. There was no patient injury reported.